Event description:
It was reported that during an implant attempt, upon inspection of the lead screw mechanism, the implanting physician did not think the screw was retracting all the way inside the lead body. The lead was compared to another lead and it appears as if the screw does not retract all of the way. The physician did not want to introduce the lead into the patient with the screw not fully retracted. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the full lead was returned, analyzed and no anomalies were found.